Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were call service 064 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 26-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: a review of the pump black box indicated that the data from the event had been overwritten due to continued use of the pump. No cs 064 alarms observed in available pump data. During testing, the pump was exercised for 24 hours successfully with no call service alarms being duplicated. The pump cover was removed; no evidence of internal moisture or defects to the printed circuit board or internal components was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.